Event description:
It has been reported to philips that, system was unable to start up. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed the reported problem. Troubleshooting actions showed a problem with the sbc board. The fse replaced the sbc board and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was outside the clinical use. The philips service engineer (fse) inspected the system onsite and confirmed that the system is unable to start up. Fse found that cause of the reported issue was sbs board. Fse replaced the sbc board. After replacement of sbc board system returned to use in good working order. The codes were updated based on the investigation outcome.